Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they had an episode where the device changed to program 6. They stated the other day they accidentally got to program 6 and went to 1. They stated the stimulation went up and got stuck. They stated they felt like they were getting tazed in the vaginal area. They stated they were at 3.3v at the time of the report and they could not go above 1.7v. They wondered if they had gotten swollen when it increased and put them on their knees. It was reported this happened the week prior. Patient was wondering if the area where they got tazed was swollen. They were redirected to their healthcare provider. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received and patient stated that they issue has not been resolved and that they were still waiting for their health care professional to referral for an x-ray. There were no further complications reported

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. The patient reported that even when the stimulation was not on, they were still getting shocked in their vagina and they couldn¿t walk or stand/sit for long periods of time. When asked when this started, the patient stated about a month ago, however after checking previous calls, the patient did clarify that this was a continuation of a previous event, reporting they lost their job and insurance last (B)(6) (2019) and that they hadn¿t been able to see a health care physician (hcp) since then. The patient said that they just saw a disability hcp the day prior to the call to apply for disability due to this issue and said that they would know in about 10 days whether or not they will receive disability. The patient was redirected to the hcp for medical assessment and was also provided information regarding the patient advocate foundation. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient repeated previously reported information, noting that they had ¿thr obbing in right side of vagina.¿ the patient was asked if they had notified their healthcare provider, or decreased or turned down stimulation, and the patient responded that they had not. Options were reviewed and it was again recommended that they follow up with their healthcare provider. They also stated that their stomach hadn¿t been the same since implant. No further patient complications are anticipated or expected as a result of this event.